Event description:
A sterile drape placed over a fluoroscan premier c-arm imaging system tore during an outpatient surgical procedure, exposing the patient to a non-sterile field. As a precaution, the patient was admitted to the hospital, treated with antibiotics, and kept overnight. The patient reportedly was discharged from the hospital the following day with no sequelae.